Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the cause of the event was determined to be the medication in the pump. The medication from the pump was analyzed by a lab and it was found that the concentration of the supplied medication was actually 18 mg/ml and not the expected 25 mg/ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the pump and catheter were replaced because eos (end of service) was occurring in june/july. On 24-jun-2020 the pump was decreased to 1.2 mg/day and the patient was being managed with oral medication. A dye study and drug evaluation would be scheduled in the future. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 11 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the event occurred post operation. The patient had a catheter and pump replacement on (B)(6) 2020. On (B)(6) 2020 the patient went to the emergency room unresponsive and narcan was given. The pump was decreased 25% from 11 mg/day to 8 mg/day and 8 hours later the pump was decreased to 7 mg/day. The patient was still sleepy before the last increase. No diagnostic tests or troubleshooting was performed. Environmental/external/patient factors that may have led or contributed to the issue was unknown. No surgical intervention occurred, and no surgical intervention was planned. It was unknown if the issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unknown. The patient¿s weight and medical history were noted as having been requested but was unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.